Event description:
Mother of home pt (hp) receiving peritoneal dialysis on pac-xtra device reported the device was not draining the correct fluid from hp. Mother stated the device was conducting 4 hour treatments instead of the programmed 12-13 hr treatments on 4/12/1999, 4/13/1999, 4/14/1999 and 4/15/1999. Mother stated this required hp to be hospitalized for low ultrafiltrate. Health care professional (hcp) reported hp was hospitalized for fluid overload as direct result of hp "diet and lifestyle." Hcp did not provide medical treatment pt received during hospitalization.